Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03930, 0001825034 - 2018 - 03941, 0001825034 - 2018 - 03942, 0001825034 - 2018 - 03969. Patient died.

Event description:
It was reported that patient underwent a reverse shoulder arthroplasty. Subsequently, after four (4) years post initial surgery, the patient died due to unknown reasons. There is no indication that the device caused or contributed to the death. There were no noted complications at patient's last follow-up one (1) year post-operatively. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a reverse shoulder arthroplasty. Subsequently, after four (4) years post initial surgery, the patient died due to unknown reasons. There is no indication that the device caused or contributed to the death. There were no noted complications at patient's last follow-up one (1) year post-operatively. No further information is available.